Manufacturer narrative:
Vyaire file identification: (B)(4). Technical support reviewed the log files sent by the customer. It was seen that the same alarm occurred 16 times between (B)(6) jun 2020. Also presence of leak from o2 proportional valve with o2 flow at 2.11l/min when o2 is off and alarm 241-temp blower high 14 times between 21 apr- 03 jun 2020 is noticed. Informed customer to replace filters and sintered filter regularly. Result of investigation: vyaire medical determined the root cause due to leaking o2 dosing proportional valve. A 100% visual inspection has been implemented by vyaire's supplier as a containment action.

Event description:
The customer reported no o2 dosing possible active alarm on a bellavista 1000. There was no patient reported associated with the event.